Event description:
Reportedly after implant, a central mitral reguritaton was noticed on echo during the operation. The valve was removed and "retached" and then the mitral regurgitation stopped. No patient issues reported.